Event description:
Boston scientific received information that post implant the right ventricular (rv) lead threshold measurement increased from 1.2 volts at 0.5 ms to 2.1 volts at 0.5 ms. Later in the evening rv loss of capture was observed. It was noted that the patient had third degree heart block with a 35 bpm escape rate and was hemodynamically stable. The boston scientific field representative also noted farfield sensing on the right atrial (ra) lead that was marked as atrial fibrillation. A review of the x-ray showed that both the rv and ra lead leads had dislodged. The ra lead was not completely in the ventricle, but timing indicated that the rv lead and ra lead were close together and competing pacing was happening. A successful lead revision procedure was performed and the rv and ra leads remain implanted in the patient. No adverse patient effects as a result of the lead revision were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.